Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) presented at end of life (eol) due to a monitoring voltage of 2.66v and a charge time of 31.5 seconds. The patient has had no MRI's, etc. ,